Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was returned assembled with the driveline cut approximately 0.5¿ from the pump housing and approximately 37¿ of the distal portion of the driveline was also returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inflow conduit flex section was returned cut into two portions with the distal portion attached to the inlet elbow. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft attachment was returned attached to the outlet elbow. The outflow graft bend relief was also returned detached from the hardware. The bend relief collar was returned detached from the device. The apical sewing ring was not returned. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. This IFU lists potential adverse events, including device thrombosis, that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Incidental findings: a thrombus formation was observed surrounding the proximal opening of the outlet elbow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient underwent a routine heart transplant.